Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered four 41 joule shocks. The shock did successfully convert the rhythm. Additionally, it was noted there was a stored pacemaker mediated tachycardia (pmt) episode. At this time, the device remains in service. No additional adverse patient effects were reported.